Event description:
It was reported that there was intermittent stimulation. It was noted the patient¿s device appeared like it was turning off which occurred every few days. In the prior week, the patient was asked to turn off the adaptive stimulation (as) to determine if the patient was in a transition zone. It was noted the as was off and the patient still had intermittent stimulation. It was confirmed that the implantable neurostimulator (ins) was on while not feeling stimulation (at the time of the sporadic on/off complaint). It was noted this started to occur more recent and one week ago. It was further reported the issue still persisted. Additional information has been requested, but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the device worked great up until about a month prior to the report. It was noted that impedances were checked several times but nothing could be determinedexcept to replace it. It was noted that the patient status after the device was removed was "recovered without sequela."

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) was checked for impedances with nothing to report. The sensor orientation was reset on the patient and the patient was still experiencing the same problem. It was further reported that the reporter had not been able to determine a reason for the perceived problem and stated that it could be as simple as a loose connection but he was unsure. It was further noted that the health care professional was at least on replacing the ins. There was a possibility that the lead might be replaced as well. It was further reported that the patient was having issues with the stimulator cutting off and on. It was further reported that the generator was being replaced on the day of the report. It was noted that sometimes the stimulation would turn off and show off on the patient programmer or the stimulation would show on the patient programmer but no stimulation was felt. It was noted that they had taken impedances and everything appeared to be fine. The reporter stated that it may be some issue with recharging. It was noted that they had turned off the adaptive stimulation (as) and the patient was still having issues. The reporter noted that he felt the device was defective. It was further reported that intermittent stimulation happened on the day prior to the report but had happened multiple times and seemed to be random and then it just kicked back into normal stimulation. The reporter stated that when the patient pushed on the ins, she felt a stabbing feeling. It was noted that it had happened a couple of times. It was also reported that the patient's charging had been irregular. The reporter noted that the patient got 8 coupling boxes but it sometimes took 3 hours to charge and then last "forever." It was noted that other times it was running down really quick. Impedances of 859-1200 ohms were in general range and the reporter noted he ran through them with changes to reference electrode. The group impedances for the patient's main group were 463 ohms with 7.339 current with four active electrodes. It was noted that the patient got great stimulation when it was working well. The reporter stated that reprogramming was attempted prior to deciding to replace the ins. It was further reported that the device was replaced.

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) found no anomaly. It was noted that both devices (this ins and a controlled ins) functioned properly throughout the 100 hours of testing at body temperature. Both devices were set to the parameters that the returned device had when it was received for analysis. The active group (a) was used and group a1 was monitored across e5(+) and e6(-). Group a2 was not monitored since the amplitude was set at 0.0 volts. Adaptive stim was on and the device was placed in the lying front position throughout the test.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.